Manufacturer narrative:
31-aug-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Toothbrush poked skin on chin [skin injury]. Heads are falling off the toothbrush - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via e-mail stated that the oral-b toothbrush heads were falling off of the oral-b toothbrush. No injury was reported. (B)(6) 2023 follow up via digital survey: the 58 year old female consumer stated that the oral-b toothbrush head came off and the toothbrush poked the skin on her chin. No serious injury was reported. 17-aug-2023 case update from information initially received on 12-jul-2023: the suspect product was oral-b power oral care refills crossaction eb50. No serious injury was reported. 31-aug-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Event description:
Toothbrush poked skin on chin [skin injury], heads are falling off the toothbrush - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush heads were falling off of the oral-b toothbrush. No injury was reported. 04-jun-2023 follow up via digital survey: the 58 year old female consumer stated that the oral-b toothbrush head came off and the toothbrush poked the skin on her chin. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.